Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a liner exchange was performed on the patient's right knee after patient complaint of pain. All other components were well-fixed and were not revised. Rep reported that no further information is available.